Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that all impedances in the operating room were showing 1700 ohms or less and the patient was feeling stimulation in the stage 2 implant after the lead was already in place. In recovery the impedances were greater than 4000 ohms on all of the bipolar pairs and on all of the unipolar pairs. It was noted that the manufacturer representative ran the test at 3v in recovery because they had already run it at 2v and all were showing greater than 4000 ohms and at 3v there was no change. In the operating room the patient was feeling it at 1v and in recovery they were not feeling anything even at 5.5v. It was reported that the manufacturer representative would be reviewing the information with the health care provider (hcp) to discuss revising. Additional information received reported that the device was explanted and a new device was implanted. The intervention needed was that the implantable neurostimulator (ins) did not secure the lead into the battery. It was noted that the account was returning the device and the patient outcome or status was that the patient was reimplanted successfully.